Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection found the device to be in good physical condition. The f-77 alarm occurred during functional testing. A review of the alarm log identified an occurrence of the f-77 alarm. The cause of the f-77 alarm was determined to be an inoperative sensor board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced the f-77 alarm. No additional information is available.